Event description:
This unsolicited case from (B)(6) was received on 07- dec-2017 and 08-dec-2017 (both information processed together with clock start date of 07-dec-2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had inflammation. No past drugs, concomitant medication or concurrent condition was provided. A long time ago, the patient underwent a surgery due to an acute trauma on her knee. Other comorbidities, such as diabetes and rheumatoid arthritis were denied. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient used the product. On an unknown date in 2017, patient experienced burning sensation, swelling and flush. As corrective measure, liquid puncture on both knees was performed after injecting the product. On an unknown date in 2017, arthroscopy was performed and only an inflammation was verified. The liquid was analyzed, and it was indeed only an inflammation. On an unknown date in 2017, the patient was recovered. It was informed that the patient's physician was aware of this case. No further information was provided. Corrective treatment: liquid puncture on both knees outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) seriousness criteria: required intervention additional information was received on 21-dec-2017 from physician. Medical history was added. Additional event of inflammation was added along with details. Events burning sensation, swelling on both knees, had flush and liquid puncture on both knees were updated as symptoms of inflammation. Outcome of liquid puncture on both knees was updated from unknown to recovering and outcome of burning sensation, swelling on both knees and flush was updated from recovering to recovered. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 07- dec-2017 and 08-dec-2017 (both information processed together with clock start date of 07-dec-2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had inflammation. No past drugs, concomitant medication or concurrent condition was provided. A long time ago, the patient underwent a surgery due to an acute trauma on her knee. Other comorbidities, such as diabetes and rheumatoid arthritis were denied. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient used the product. On an unknown date in 2017, patient experienced burning sensation, swelling and flush. As corrective measure, liquid puncture on both knees was performed after injecting the product. On an unknown date in 2017, arthroscopy was performed and only an inflammation was verified. The liquid was analyzed, and it was indeed only an inflammation. On an unknown date in 2017, the patient was recovered. It was informed that the patient's physician was aware of this case. No further information was provided. Corrective treatment: liquid puncture on both knees outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention additional information was received on 21-dec-2017 from physician. Medical history was added. Additional event of inflammation was added along with details. Events burning sensation, swelling on both knees, had flush and liquid puncture on both knees were updated as symptoms of inflammation. Outcome of liquid puncture on both knees was updated from unknown to recovering and outcome of burning sensation, swelling on both knees and flush was updated from recovering to recovered. Clinical course was updated and text was amended accordingly. Additional information was received on 26-jan-2018. Global ptc number and ptc results added. Text was amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 and (B)(6) 2017 (both information processed together with clock start date of (B)(6) 2017) from physician. This case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had burning sensation, swelling on both knees, had flush and liquid puncture on both knees no medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number and expiry date: not reported) for arthrosis. It was not the first time that the patient used the product. On an unknown date in 2017, patient experienced burning sensation, swelling and flush. As corrective measure, liquid puncture on both knees was performed after injecting the product. It was informed that the patient's physician was aware of this case. Corrective treatment: liquid puncture on both knees for all events. Outcome: unknown for liquid puncture on both knees; recovering for rest events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). Seriousness criterion: required intervention for all events.